Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in electronic instructions for use everolimus eluting coronary stent systems, xience xpedition, long length (ll) as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The xience xpedition - 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was heavily tortuous, heavily calcified and 99% stenosed. Post deployment of the xience xpedition 2.75 x 48 mm stent, an edge dissection was observed. Another xience stent was used as treatment. There was no clinically significant delay in the procedure. No additional information was provided.